Event description:
A dell handheld computer was returned to MFR. It was reported that the date could not be programmed. Product analysis was completed by MFR, and no performance anomalies were identified that could have contributed to the reported event.